Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, non-conformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. B3: estimated date.

Event description:
According to the available information, within the last 6 months the inflate/deflate bulb has been progressively difficult to squeeze and is stiff. The patient states that sometimes when he tries to inflate or deflate the device it does not seem to work. Lastly, he did mention that the way the bulb appears like it was set up for someone who is left-handed.